Event description:
It was reported that during a gastrectomy procedure there was a broken handle.

Manufacturer narrative:
(B)(4). Date sent 3/13/2025 d4 batch #101c80 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with the anvil shroud broken and the pin latch was missing and not returned for analysis with no reload present. Due to the condition of the device not functional test was performed. The event reported was confirmed and it is related to improper use of the device. It is possible that the damage was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 101c80, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished tlc10, with lot/batch number x9616x, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what part of the device was broken (firing knob, anvil, locking lever)? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?